Event description:
It was reported that the insulin pump had insulin squirting out and alarming during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to perform the prime test due to loose drive support disk. Unit was received with missing end cap sticker.